Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing and myopotential oversensing. No intervention was performed. Patient had no consequences.